Event description:
It was reported that stent damage occurred. Intravascular ultrasound (ivus) was performed. The target lesion was located in the moderately tortuous and moderately calcified proximal to mid left anterior descending artery (lad. Following pre-dilatation with a non-boston scientific balloon catheter, a 2.50 x 24mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. Upon removal, the stent part was found to be lifted. The procedure was completed with another of same device. No patient complications nor injuries were reported.